Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 898566 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/lot 898566 and device part number 195-430wjr/lot 898566. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 898566 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however it could have possibly been related to the specific patient sample.

Event description:
The consumer reported conflicting results between the 15-30 minutes read window with a binaxnow covid-19 antigen self-test performed on (B)(6) 2024. The test result after 15 minutes was positive but right at 30 minutes the sample line disappeared. Repeat testing was performed on the same day with a binaxnow covid-19 antigen self-test and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported conflicting results between the 15-30 minutes read window with a binaxnow covid-19 antigen self-test performed on (B)(6) 2024. The test result after 15 minutes was positive but right at 30 minutes the sample line disappeared. Repeat testing was performed on the same day with a binaxnow covid-19 antigen self-test and generated a positive result. No additional patient information, including treatment and outcome, was provided.